Manufacturer narrative:
(B)(4). The customer reported that the device displayed a pads failure message. There was no report of pt impact or involvement. Philips evaluated the device and not duplicate the reported symptom. The device passed all testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device displayed a pads failure message. There was no report of pt impact or involvement.